Manufacturer narrative:
(B)(4). Results of investigation: carefusion factory service received the vela ventilator and evaluated the device. An evaluation of the device duplicated the reported issue and isolated the issue to the video lcd cable from the front panel not being seated correctly on the main board. The device was repaired and the unit meets manufacturer service specifications. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that the ventilator powers up and ventilates, but has a bright, white screen and the video is not visible. There was no patient involvement.